Manufacturer narrative:
H2: section e was updated h3: the power supply was returned and it was noted that they were able to confirm the reported complaint. The power supply was tested with a computerized battery analyzer, and the bench test failed. Output voltage drifted to 5.412vdc. The starter board was returned and it was noted that they were able to confirm the reported complaint. They installed the starter board into the test system, and the system booted and readied. When attempting to acquire a 2d or 3d image, the system started beeping and was unable to acquire any image. Generator had error code e140 (0xof) output voltage. Faulty starter board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the when testing the system for a case later in the week, system started beeping when trying to complete a 3d spin. It was noted that the manufacturer representative rebooted the system. Afterwards, the system would not take a 2d shot or a 3d spin. No patient involvement was reported.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: rev. 2 : s/n (B)(6), ubd: unknown, UDI#: unknown. Product ID: bi71000226, serial/lot #: rev. 1 : s/n (B)(6), ubd: unknown, UDI#: unknown. H2: facility information was received. A medtronic representative visited the site to evaluate the equipment. A gen error 140 was found to be causing the beeping. The rep found the ps1 supply out of spec 5.3 vdc. This was replaced. The 140 error still there. The rep ordered and replaced the starter pcb and the problem resolved. Codes b01, c02, and d02 are applicable. The power supply and pcba generator have been returned, but not analyzed. Codes b21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.